Event description:
The patient reported difficulty with charging the implant. An advanced bionics representative met with the patient for device evaluation. The problem was confirmed. The surgeon decided to explant the system and replace it with another advanced bionics spinal cord stimulator.